Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple minimum fill notifications occurred after filling multiple cartridges with 200 units of insulin. The customer¿s blood glucose level was 176 mg/dl. Reportedly, the customer did not have a form of back up insulin therapy and declined a follow up call from tandem technical support.